Manufacturer narrative:
(B)(4). Additional information: the device has not been previously sent into service for the reported condition of "p. F2 alarms". Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4), device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 2, which is a downstream occlusion failure code. The root cause was determined to be a cracked door assembly in upper hinge stop. The device was returned unrepaired due to estimate refusal by the customer. A follow up report will be submitted if additional information becomes available.

Event description:
The facility reported a flo-gard infusion pump with failure code 2, which is a downstream occlusion failure code. According to the facility, it is unknown when or in which care area this event occurred. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event and this facility was not willing to be contacted for any further information. During product evaluation, a baxter service technician found that the door assembly was cracked at the upper hinge stop, indicating failure code 2 was a false occlusion alarm. No additional information is available.